Event description:
This rv lead was implanted on (B)(6) 2002 and capped on (B)(6) 2012. The md was told before procedure that this lead was not working and it was capped. The procedure took place at (B)(6) with dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).